Event description:
It was reported that the pt had a falling accident in the swimming pool. Since then he can no longer hear with his device. An exchange of the external parts did not change the situation. Testing in situ shows that the device has malfunctioned. Re-implantation surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.